Manufacturer narrative:
The additional initial reporter's name is (B)(6) (perceptor). Due to character limit in the e1 section the full event site name is (B)(6) hospital (B)(6). User and her perceptor called into emergency support program (esp) line during cardiosave intra aortic balloon pump therapy. They stated this was the same patient which the esp team already troubleshooted (at 2.58 am est). They stated the alarm was going off about every two hours. The esp team reviewed the alarm and why it would trigger with this patient and also verified the patients clinical picture was still the same (ventilated with a peep of 8, tachycardic, febrile).to be on the safe side, the esp personel also reviewed troubleshooting steps with them and what to look for prior to troubleshooting. User said that she had already looked at the helium line very closely, and there was some betadine on it. She said that she would wipe the helium tubing down to ensure there was not any type of discoloration inside the tubing. She said there was no discoloration other than the betadine. (B)(6) thanked me for the review and support and will reach out if needed. The call was ended. No harm or injury reported.

Event description:
User called into emergency support program (esp) line to request support with gas loss alarm that occurred during cardiosave intra aortic balloon pump therapy. The esp personnel had reviewed and discussed the troubleshooting steps to the user in detail. No harm or injury reported.